Event description:
On 05/10/2023, it was reported by a sales representative via sems that the tip form a flipcutter iii an ar-1288rtt-fc3 fibertag tightrope broke off during retro drilling. The broken fragments were retrieved, and the case was continued with a new drill. This was discovered during an aclr and meniscal transplant procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the cutter tip of the flipcutter iii drill was broken off and the slots of the distal end of the shaft were twisted. Only the broken ar-1288rtt-fc3 was returned from the fibertag tightrope with flipcutter iii kit. The broken cutter tip was not returned. Functional testing was not performed due to the broken cutter tip on the device. The most likely cause for the reported failure can be attributed to misaligned insertion, prying/leveraging the device during insertion.